Manufacturer narrative:
Additional analysis done on 9735795 indicated during refurbishment, touch was found not to work on the left most in strip from the edge of the screen, there was no physical damage to screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the problem could not be duplicated. The monitor was connected to a test system to test for any failures. The monitor remained working during testing. Touch screen and audio functioned normally without failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(4). The monitor 9735795 hd m-touch 27in s8 svc (lot# 19121157) was returned to the manufacturer and was under analysis on the date of filing. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that there were inputs to the monitor when no one was touching it. There was no mouse plugged in and there was no visible damage to the monitor. There was no residue on the screen that could be causing issues. It was noted that the mini-usb would be disconnected on the back of the monitor to disable the touchscreen. There was no patient involvement.